Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 4. The home patient (hp) states that he had disconnected during dwell, but connected back to the hc machine and still had 4 minutes of dwell time left. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm, advised to start over with new supplies and to notify the nurse of the air detect alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the reported problem, it was revealed that they did start over using new supplies, and was able to finish therapy. The hp stated that they talked to their nurse regarding the alarm. Their nurse gave the hp some pointers regarding the alarm. The hp stated they have not had any further problems since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the most of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.